Event description:
It was reported that a screw and a plate were both found to have broken post-operatively. There are no reported patient impacts so a revision is not scheduled at this time. This is report one of two for this event.

Manufacturer narrative:
The device was not returned however x-rays were provided. The screw was found to be fractured as reported. Two levels of the construct did not have screws implanted which may have led to increased force on the fractured screw. The screw remains implanted as the patient is asymptomatic so the screw was therefore not returned. As such, no definitive conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw and a plate were both found to have broken post-operatively. There are no reported patient impacts so a revision is not scheduled at this time. This is report one of two for this event.